Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the user disconnected the maxplus extension set from the IV site, the clear connection cracked off from the set. Although requested, no further details were provided by the customer for this event.